Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) with an unknown dose. The reason for use was intractable spasticity. It was reported that the device had to be replaced. It was initially placed at 9am and she had trouble waking up from surgery until 5 pm in the afternoon. The patient was to be admitted to the intensive care unit (ICU). The event occurred on (B)(6) 2011. The caller wanted to know if the doctor has the nurse fill her baclofen pump with 22 cc's, is she getting more medication in the beginning. The technical pump agent stated that she would be getting more medication until it got to the 20cc level. There were no further complications reported/anticipated. Refer to (B)(4) (altitude issues) for omitted information.